Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead.

Event description:
A report was received that the patient's ipg was uncomfortable in its current location due to increased curvature of her back. It was also reported that the patient was experiencing worsening pain at the ipg site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient has stated her ipg does not cover correct pain areas and does not control her pain. It was also reported that there was a discussion for a possible ipg replacement and also the patient was in need for magnetic resonance imaging (MRI).

Event description:
A report was received that the patient's ipg was uncomfortable in its current location due to increased curvature of her back. It was also reported that the patient was experiencing worsening pain at the ipg site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient's ipg was uncomfortable in its current location due to increased curvature of her back. It was also reported that the patient was experiencing worsening pain at the ipg site. The patient will undergo an explant procedure.